Event description:
Product was returned 9/29/99. The shaft under the balloon is corkscrewed and the balloon burst 4.5cm's longitudinal from the distal transition zone to the proximal r.o.marker. The balloon material is srinkled. Complaint is confirmed for balloon burst. Failure mode is consistent with over pressurization. All units are 100% pressure tested prior to shipping.